Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and elevated blood glucose (bg) levels (412 mg/dl). The cause for the reported elevated bg levels is unknown. During troubleshooting with tandem technical support, it was found that the customer received an auto-off alarm. Tandem technical support educated the customer on the auto-off safety feature. Reportedly, the alarm was cleared approximately 3 minutes after being declared, and the customer stated they do not believe this is the cause for elevated bg levels and dka. The customer was treated through intravenous saline and released from the hospital on (B)(6) 2017. Reportedly, customer's ketone level went decreased from 3.9 to 2.7. Contact stated they do not believe the reported issue is due to the pump, and reported concern that the insulin may be degraded. Contact stated the insulin vials are exposed to large amount of heat and light.